Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of lymphoma alcl and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and lymphoma alcl.

Event description:
Healthcare professional reported right side lymphoma alcl, "ann arbor stage ie, tnm stage pt1 cn0 m0, ia." Ten days following implant surgery, a collection of breast fluid confirmed alk- and cd30+ markers. Cytopathology identified tumor cells ¿significantly positive cd4 and cd5; staining was weaker for cd3 which, however, significantly highlighted small mature lymphocytes,¿ ¿positivity for granzyme b,¿ low diffuse cytoplasmic positivity..tcr-beta1,¿ and ¿cd20 stained a few b lymphocytes.¿ the device was explanted and recent MRI and pet-CT scan indicate the patient is in remission. Patient has a history of capsulitis, contralateral side rupture of previous device and carcinoma with mastectomy and reconstruction.